Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did confirm the no image reported event by the customer. However, evaluation could not confirm the users report of blinking lights. The evaluation uncovered that video connector was in fair condition, the software was up to date. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus during preparation for use the evis exera iii video system center did not produce an image and blinking lights were reported. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The speculative cause of the suggested phenomena could not be identified with the information provided, nor could the phenomena be reproduced. Olympus will continue to monitor field performance for this device.